Manufacturer narrative:
Analysis was normal. A lead tip stiffness test was performed and was found to be in specification. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicating that the rv lead was revised. The rv lead had dislodged. Loss of capture and low r-waves were noted. It was noticed that patient¿s heart was rotated, and the rv lead placement was quite difficult. At the end of the case, physician imaged the heart and detected pericardial effusion which was drained. Physician thought that likely this was chronic due to initial implant of lead not due to the revision. The patient was asymptomatic prior and had a chest tube in after procedure but was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported intermittent high frequency noise on right ventricular lead was observed on a remote transmission. A jumped in pacing lead impedance was also noted, but still within range. No intervention was performed. Patient is stable.